Event description:
Pt was being supported on an impact 754 portable ventilator system and the end user reported the device battery failed and the unit would not function using the power cord. The end user was contacted but no response was received regarding additional details of the event. It is not known if the pt was manually ventilated or ventilated with a back-up automatic ventilator. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, we have submitted this as a serious injury event because back-up ventilation equipment may have been used and it may have become necessary to use this equipment in order to preclude permanent impairment or damage.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not confirmed (battery test was ok) however, a power issue was evident. The failure could not be linked to a specific component failure. A complete period maintenance procedure was performed and the issue was corrected through this procedure. The unit was returned to the end user after it tested within specification.